Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hard drive solid-state drive (ssd) was replaced. The navigation system then passed the system checkout and was found to be fully functional. The ssd (product: ssd 9736218 2.5in 480gb duped svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. An alysis found that the computer hardware was damaged, leading to a data transfer failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. Additional review indicated codes d15, b17, c20 are no longer applicable to the event. Additional information: section e has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9736218, multiple annex a codes were applied to capture this event. (B)(6) captures the system being unable to boot up while a1102 captures the error message and the ubuntu screen. No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was booting up to the blue ubuntu screen. There was an error "reading sector". The site was able to clear it once to get to the log in screen but the next time they booted up the system it went straight to the grub menu. There was no patient involvement.